Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion due to high outputs on the his bundle lead to maintain safety margin due to high thresholds. The rv lead was attempted to be extracted but it did not come out and so was capped and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.